Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's interface board was replaced to address the issue.